Manufacturer narrative:
Concomitant medical product: 4074 lead, unknown implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing and small p-waves observed on the current electrogram, which occurred during the patient's arrhythmia episodes. In addition, the remote transmission indicated that the lead had been previously repositioned just four days after being implanted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.